Manufacturer narrative:
Investigation of the returned device found no damages or manufacturing deficiencies that would result in an infection at the infusion site. The exact cause of the reported event could not be determined. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient went to their doctor and was diagnosed with a infection. For treatment, the patient was prescribed an antibiotic called sulfamethoxazole/trimethoprim of 40 mg tablets to take 2 times per day for 7 days. The patient's blood glucose (bg) values reached 484 mg/dl. The pod was worn between 24 and 36 hours on the leg. The patient was discharged after 15 minutes.